Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5131099/5131147. Product family: scs-linear leads: upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 5023297/5058312.

Event description:
It was reported that the patient was able to physically feel the leads underneath the skin when looking down. The physician believed that the patient was having new psychological issues that needed to be addressed. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. No device malfunction suspected. The explanted ipg and leads will not be returned as they were kept by the medical facility.